Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. G2: literature - geng, z.; asamu, a.-s.; aldridge, w.; ng, a.b.y. Functional and safety outcomes of third-generation zimmer biomet g7® dual mobility total hip arthroplasty in femoral neck fractures: a retrospective cohort study. J. Clin. Med. 2025, 14, 8350. Https://doi.org/ 10.3390/jcm14238350. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
The journal article reported 1 patient in the cemented group experienced trapped sciatic nerve within 6 weeks postop. No further information was provided regarding treatment or outcomes. Attempts have been made and no further information has been provided.